Event description:
On (B)(6), 2012, the reporter contacted animas to report that for one week the patient's pump had intermittent power, and that the pump's battery compartment threads and the cap threads were damaged. The patient was unable to secure the battery cap tightly. The patient reported the elevated blood glucose levels of 200 mg/dl to 600 mg/dl, and she experienced the symptoms of increased thirst and dizziness. The patient reported that she corrected her blood glucose levels using bolus doses from the pump when it was powering on, as she did not have any syringes available for her backup plan. The patient did not seek any medical attention. Troubleshooting revealed the patient had never replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. The patient's technique was incorrect by not replacing the battery cap as recommended. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia due to the pump power issue that occurred, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that power events had occurred. The battery cap returned with the pump was found to be stripped; the battery compartment was found to be intact. The stripped battery cap was unable to fully tighten to the pump and power loss occurred. A test cap was inserted and the pump powered on appropriately. The the pump was exercised for 24 hours without power loss. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.